Manufacturer narrative:
One device was returned for evaluation in used condition and without its original packaging. Visual inspection found that the safety mechanism had not been activated and that in the back of the arm of the device, solvent was found in the side of the hinge. Functional testing involved use testing and found that the safety mechanism was unable to be activated and excess force was required to activate the mechanism. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed on a similar part and found no discrepancies. A sample of 32 devices from the production floor was visually inspected and functionally tested and found no discrepancies. A sample of 3 devices had excess solvent applied to replicate the observed issue and found that considerable force was required to activate the safety. Based on the evidence, the root cause was attributed to a manufacturing issue.

Manufacturer narrative:
It was reported that the event occurred in (B)(6) 2017. The exact date is unknown. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported that the safety function of a deltec® gripper plus® safety needle did not work. The user removed the product from the patient. No injury to patient or clinician was reported.